Manufacturer narrative:
Concomitant medical products: product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: extension. Product ID: 3550-29, lot# unknown, product type: accessory. (B)(4). Analysis of the stim ins (B)(4) found no significant anomaly and functionally okay. Analysis of the stim extension (B)(4) found that the conductor was broken. It was noted that the #5 conductor broke 8.5 cm from the proximal end. Analysis of the plug found no anomaly.

Event description:
The device was returned with no information. Analysis was performed and the results are noted.